Event description:
It was reported that pump insulin gauge displayed amount different than expected, showing 25 units when caller expected 150 units and causing concern about a fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Customer received explanation that any positive value was accurate and showed at least that amount of insulin in pump, declined suggested test bolus to refresh estimate, planned to try changing to new cartridge if issue persisted, and was advised to call back if problem continued, which caller understood and acknowledged.